Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the cadiere forceps instrument for evaluation. The instrument has not been returned to isi. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted for additional information received. A review of the instrument log for the product associated with this event shows that the cadiere forceps instrument, part# 470049-07/ lot# n10200427 0165, was last used on 9-oct-2020 during a pleural decortation on system# (B)(4). The instrument had 7 lives remaining. There was no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. A review of the site's complaint history does not show any additional complaints related to this product a follow-up MDR will be submitted if the instrument is returned or if additional information is received.

Event description:
It was reported that during a pleural decoration the customer had the tip broke off of the cadiere forceps instrument. The fragment was retrieved. The procedure was completed with no patient harm. Intuitive surgical inc. (Isi) followed up with the hospital staff to confirm that the fragment was retrieved successfully and the procedure was completed. There were no post-operative complications. No patient-related information was available. No further information. Was provided.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.